Event description:
Caller states while performing insertion the doctor noticed that this trach was leaking air. The item was removed, and recannulation was required with a new tube.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.